Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the reading was accurate, but the value/digital displayed was incomplete; it may be a display board or cable or motherboard failure, thus the unit was replaced, which did not cause adverse effects to the patient.